Event description:
It was reported that a pt underwent a revision surgery of an roi-c vertebridge interbody fusion construct at c3-c4. Preliminary investigation to date indicates that during the original surgery, the surgeon followed the surgical technique, however, the surgeon reported having difficulty impacting one of the anchoring plates. The surgeon placed an anterior cervical plate placed over the roi-c construct and completed surgery. It has been noted internally that a large anchoring was used with an h6mm cage contrary to the documented surgical technique for roi-c. Immediately post-op, the pt had adverse neurological symptoms (no movement of extremities) and the entire roi-c construct and cervical plate were removed and replaced with a second c3-c4 allograft fusion with plate. To date, the pt status is limited movement of legs and no movement of arms. Investigation into this event is on-going.

Manufacturer narrative:
Additional lot#: 875212000, additional catalog #: mc1342p, additional expiration date: 04/01/2015. Additional MFR date: 04/2010. During the initial roi-c surgery, a csf leak in the dura was noted at the c3-c4 level, and steps were taken to stop the leak. Signs of trauma at the c3-c4 level were also noted, prior to implantation of the roi-c interbody device. This leak was again noted during the revision roi-c procedure and some difficulty was encountered in stopping the leak. Currently, there is no indication that there is any deficiency with quality or manufacture of the roi-c device that may have contributed to this event. Investigation into this event is on-going.